Manufacturer narrative:
The contribution of the device to the reported event could not be determined as, per customer, the device will not be returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the patient, who is a nurse, that she had a primary rotator cuff procedure (B)(6) 2018 and had the following arthrex device implanted: ar-1927bct / lot: 10132614 (biocomposite corkscrew ft suture anchor). The patient experienced a lot of nerve pain, and had a follow up MRI taken post-op. The MRI results showed a "17 mm curvilinear intermediate to low signal structure located within posterior/inferior recess of glenohumeral joint which is nonspecific". A revision procedure took place on (B)(6) 2018 with the same surgeon at a different facility location. During the revision the surgeon discovered a new tear and implanted ar-2324bcc /lot: 10211794 (biocomposite swivelock). Per the patient there is no mention in the (B)(6) 2018 operative report indicating that the ar-1927bct was explanted. Post-surgery the patient inquired about the foreign body that was mentioned in the MRI findings and the surgeon informed the patient that is was most likely body tissue that was showing in the MRI. Within a couple of weeks post-op the patient began experiencing pain down her arm and had developed a hard lump on her upper shoulder. The surgeon said he thought it was most likely being caused by suture material. The patient had an initial x-ray at the same facility on (B)(6) 2018 and the surgeon informed her that the new repair looked good and there was no anchor issues noted. The patient then went to a different surgeon who ordered an MRI. The MRI revealed the ar-2324bcc suture anchor was dislodged and had migrated. Removal procedure was performed on (B)(6) 2019 and the ar-2324bcc anchor was removed. The patient states the operative report from (B)(6) 2019 mentions that the surgeon visualized an imbedded anchor (ar-1927bct). The patient states the surgeon who removed the ar-2324bcc anchor has the anchor in their possession and at this time the patient prefers not to release the anchor to arthrex for evaluation.